Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts under all of the electrodes. The areas were described as red, raw and painful. During a follow up, the patient's wife reported that a nurse loosed the garments and the skin irritation was much better.